Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock. Upon review of the episode, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and a r-wave amplitude reduction with baseline shifting. The physician contacted boston scientific technical services (ts) was contacted for extensive troubleshooting and real-time postural testing were unable to reproduce the non-physiological artifacts. Additionally, muscle provocation and pocket manipulation were also unable to reproduce the artifacts. Ts discussed that the previously observed artifacts were consistent with a sudden fluctuation in the impedance path of the sensing vector. This potentially could have been caused by either by an incomplete insertion of the electrode into the device header, other disturbed contact, or by a probe defect. The physician and ts agreed to reprogram the s-ICD to the secondary sensing vector to prevent further inappropriate therapy. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.